Manufacturer narrative:
Notes: (B)(6) 2026 repair tech: (B)(6). Ec2 main board upgrade/update. Low vibration due to malfunction with the main oscillator board, no operation due to damaged electrical contact in the handpiece cable receptacle. Blockage in the handpiece cable causing restricted water flow. Debris buildup in the water solenoid. Will replace damaged/worn components and recalibrated unit to factory specs upon customers approval. No water hose, power cord received for evaluation. Ensure customer to be using our inserts and not worn/damaged, can restrict water. Hp-202108. Hpc-10160. (B)(6) 2026 repair tech: (B)(6). Ec2 main board upgrade/update. Replaced damaged/worn components and recalibrated unit to factory specs. Qa: tl. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310, they allege that the handpiece and inserts are heating up. No injury was reported from the alleged event.